Event description:
It was reported the patient ((B)(6)) began experiencing problems with the scs system the day after implantation of the ipg. Therapy could not be initiated via the programmer and impedance issues were noted for all lead contacts. Surgical intervention was undertaken at which time the patient's ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.